Manufacturer narrative:
Date of report : 01jul2019, date rec¿d by MFR : 28jun2019. A touchscreen user interface assembly was return for analysis. Visual inspection of the touch screen revealed evidence of a deep scratch on the touch screen. An investigation was performed and the damage on the returned touchscreen prevented the user interface (ui) assembly to respond to touch command. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019 the manufacturer's field service engineer (fse) confirmed the reported issue. The scratch on the screen was verified. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported damaged touchscreen. The screen has a scratch on it which was found while performing( preventative maintenance) pm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.